Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Reported event of stent migration post procedure. A visual and functional examination of the complaint device could not be performed as the device was disposed and not returned for analysis. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. The dfu lists stent migration as a known physiological effect of the procedure noted within the adverse events section. Therefore, the most probable root cause classification is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(4) 2014. The procedure was completed successfully and the patient¿s condition was ¿okay.¿ however, the stent was removed on (B)(6) 2014 and it was noted that the distal end of the stent had migrated through the lateral wall of the duodenum and caused a perforation. The patient did not undergo surgery and was managed conservatively. The patient had undergone multiple endoscopic procedures, as well as interventional radiological procedures, due to recurrent abscesses, and remained in the hospital until (B)(6) 2014. Although he is now an outpatient, he is still dependent on multiple percutaneous drains.